Manufacturer narrative:
There was no additional information provided regarding the treatment. Due to limited information, a relationship between the patient's injury and procedure could not be determined from this investigation. A follow up report will be submitted if additional relevant data becomes available. This event is considered reportable since physician used a suture to treat patient.

Event description:
Physician observed sparks and whitening of the mucous membrane that resulted in wounds and fissures of the soft palate during an operation using the surgitron.